Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
As reported: patient had a shoulder rod (nail) implanted in 2023. According to x-ray on (B)(6) 2024 slowly consolidating fracture of the low 3 of the right humerus with secondary displacement of the fragment in the mos state. Fracture of a metal structure. The reason for going to the hospital was pain in the shoulder joint. The pain appeared in february 2024 and gradually increased". Revision operation is planned on (B)(6) 2024.

Manufacturer narrative:
The reported event could be confirmed, since x-rays were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. This event and associated records were forwarded to medical affairs, resulting in the following review: evaluating the x-ray from on (B)(6) 2023, there seems to be a long extending fracture from midshaft until very distal in the humerus. There is a cerclage and the screws in the distal part of the are only just in the distal part of the fracture. Looking at the x-ray from on (B)(6) 2024 (18 months later) there is clear evidence of a non-union especially of the distal part of the fracture. Since we do not know the follow up in the hospital, we can only conclude that 18 months after the initial surgery, this may be the first evidence of this non-union. The fracture and stability of the construct, especially distally, may have contributed to the non-union, it is imaginable there was too much movement in the fracture site, preventing healing and bone consolidation. In the end the failure to unite led to failure of the implant. Based on the provided information, the root cause of the reported event is multi-factorial: the location of the fracture and the technical aspects of the surgical procedure may have contributed to the event. Furthermore, patient activity levels post-op, co-morbidities may also have contributed to an inadequate load distribution, and therefore the breakage of the implant. Based on investigation, the root cause was attributed to a combination of user and patient condition related issue. The implant breakage occurred as a direct result of the bone non-union, after 18 months of implantation. The choice of the construct and technical aspects of the procedure may also have contributed to the non-union, and therefore failure of the implant. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: patient had a shoulder rod (nail) implanted in 2023. According to x-ray on (B)(6) 2024 slowly consolidating fracture of the low 3 of the right humerus with secondary displacement of the fragment in the mos state. Fracture of a metal structure. The reason for going to the hospital was pain in the shoulder joint. The pain appeared on (B)(6) 2024 and gradually increased". Revision operation is planned on (B)(6) 2024.